Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button error alarm. Troubleshooting was performed. Customer was unable to clear the stuck button alarm and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to corroded keypad traces. Unable to perform displacement and self tests due to the keypad anomaly.